Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged. Additionally, it was reported that false occlusion alarms occurred. There was no impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support, or to provide additional information.